Manufacturer narrative:
Combination product: yes.

Event description:
The synsiro pro drug-eluting stent system (reported separately) was selected for treatment of a severely calcified rca (stenosis degree 80 percent). After predilatation, the stent could be inserted into the target lesion but could not be deployed. The stent balloon could not be expanded further than 6 bar. An x-ray control showed contrast agent leakage into the vessel. The stent was removed from the patient with the delivery balloon. A stent strut of the removed stent stuck out. Afterwards, a second stent (reported separately) was used. Also, the second stent could be inserted into the target lesion but could not be deployed. The stent balloon could not be expanded further than 6 bar. An x-ray control showed again a contrast agent leakage into the vessel. This second stent was also removed from the patient with the delivery balloon. Again, a stent strut of the removed stent stuck out. Afterwards, a third synsiro pro stent (complaint device) could finally be implanted. Subsequently, the vessel was thrombosed because the applied heparin did not enter the bloodstream but ran under the skin. This resulted in vascular occlusion due to thrombi. The hospital stated that the synsiro pro des did not contribute to this final result. There are no details on the device lot number, model, size, etc.

Manufacturer narrative:
Combination product: yes. 24-jan-2024 updated event description: the synsiro pro drug-eluting stent system (reported under 1028232-2023-06402) was selected for treatment of a severely calcified lesion (80 percent stenosis degree) in a moderately tortuous segment of the medial to distal rca. After pre-dilatation, the stent was inserted into the target lesion but could not be deployed. The stent balloon could not be expanded further than 6 bar. An x-ray control showed contrast agent leakage into the vessel. The stent was removed from the patient with the delivery balloon. A stent strut of the removed stent stuck out. Afterwards, a second stent (reported under 1028232-2023-06358) was used. Also, the second stent was inserted into the target lesion but could not be deployed. The stent balloon could not be expanded further than 6 bar. An xray control showed a contrast agent leakage into the vessel. This second stent was also removed from the patient with the delivery balloon. Again, a stent strut of the removed stent stuck out. Subsequently, a third synsiro pro stent could successfully be implanted. After the treatment of the distal rca, the medial rca was treated with five synsiro pro stents overall (complaint devices). During the treatment, a thrombus was detected in the medial rca resulting in a closure of the vessel. An aspiration catheter was used to aspirate the thrombus. After the distal blood flow could not be improved any further, it was decided to stop the intervention and to treat the patient medically. The hospital stated that the venous catheter, through which the patient was dosed with heparin during the intervention, was not properly positioned in the vessel and an unspecified amount of heparin ended up underneath the patients skin instead of inside of the blood vessel. The complaint product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation of the five products in question was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows the implantation of several stents in the medial to distal rca. The actual complaint (thrombotic occlusion of the medial rca) is visible. Flow could not be restored as reported, the final result is presented. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the devices in question were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. Based on the conducted investigations of the devices being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description of the local staff, the root cause is most likely related to the handling during the intervention (i.e., the catheter for the heparinization was not correctly positioned).